Event description:
During a procedure, the separator packaging was opened and the wire was pulled out of the hoop, a kink was noted. The physician believes the product was kinked in the hoop. The kink was noted before the separator was introduced into the reperfusion catheter.

Manufacturer narrative:
(B)(4).